Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the lifevest. Patient described the area as red, itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an assure lv for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.